Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood glucose levels ranging from 380mg/dl to 400mg/dl. The customer also mentioned that their have been having issues with blood going into their infusion sets. The customer mentioned that they also had previous no delivery alarms. The customer also mentioned that they have a history of hypertension. Troubleshooting occured. No additional information was provided.